Manufacturer narrative:
Additional product code: pif. An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported the exchange was carried out and after 5 days the balloon ruptured.